Event description:
During an laparosocpic hernia repair procedure, the instrument did not fire. The hosp reported that no pt injury had occurred.

Manufacturer narrative:
5/1/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.